Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had exhibited an increase in capture thresholds. On (B)(6) 2018, the lead was capped and replaced during an unrelated procedure without adverse events. The patient was stable throughout and will continue to be monitored.